Event description:
The customer stated that (B)(6) architect hbsag qualitative ii results ((B)(6)) were generated for serum and plasma samples from one donor patient. Testing using an alternate method (roche cobas taqscreen mpx) was (B)(6) for the serum and plasma samples. No adverse impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product (list 2g22) that has similar products distributed in the u.s. (List 1l80 and 4p53). In the absence of return patient sample, the architect hbsag qualitative ii reagent lot's clinical sensitivity performance was tested using a retained sample. The reagent lot was assessed by testing one replicate of each level of two commercially available seroconversion panels (6271 and 11003). Reagent lot 23693lf00 detected the same first (B)(6) bleed for each of the seroconversion panel sets when compared to historical data. This seroconversion panel testing shows that the product is performing acceptably when compared to historical data. Manufacturing and quality release records were reviewed for the lot and no issues were observed. Review of complaint trending records showed no adverse trends for the 2g22 list number and no atypical complaint activity for the lot. It was concluded from this investigation that architect hbsag qualitative ii list number 2g22-30 lot 23693lf00 is performing acceptably. A review of labeling concluded that the issue is sufficiently addressed. A review of the complaint by an abbott associate medical director suggests that the (B)(6) result may be due to occult hbv infection. There is not enough information to reasonably suggest a malfunction as the (B)(6) result is for one discrete sample. Per design data the architect hbsag qualitative ii assay does not have 100% sensitivity claim.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).